Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pts inratio: 1.4, doctors inratio: 2.3. A different finger was used for each meter test, the same strip lot was used.

Manufacturer narrative:
Investigation pending.